Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call sensor glucose versus blood glucose with threshold suspend. Customer advised the sensor alerted threshold suspend. Customer¿s blood glucose levels went as low as 49 mg/dl; the customer did not mention how he treated his low blood glucose. Customer's blood glucose was 88 mg/dl at the time of threshold suspend. Customer¿s sensor glucose level was 40 mg/dl. The sensor glucose and blood glucose readings have been off by 50 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis. The insulin pump was not returned for analysis.